Event description:
A physician reported that the vitrectomy function on a cataract system was not working before surgery. There was no patient involved.

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed. The vitrectomy probe was determined to be nonconforming, as one of the pins in the electrical connector was missing. The customer ordered a replacement handpiece to address the problem. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 17, 2008. Based on qa assessment, the product met specifications at the time of release. The vitrector handpiece was manufactured on december 15, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming vitrectomy probe. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).